Event description:
It was reported that this right ventricular (rv) lead had exhibited noise and a gradual increase in shock lead impedance. Technical services (ts) was consulted and provided possible evaluation options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received and high out of range shock impedance measurements have been exhibited, with code 1005 indicative of an open circuit condition during shock delivery. Technical services (ts) was consulted and recommended possible solutions. This rv lead remains in service. No adverse patient effects were reported.